Manufacturer narrative:
Investigation summary: a direct correlation between the reported event and heartmate ii lvas, could not conclusively be determined through this evaluation. The account communicated that the patient had recurrent nosebleeds and eliquis discontinued per otolaryngologist (ent). A CT scan was ordered and showed right occipital infarct with edema. Neurology was consulted and the patient was admitted to the cardiovascular intensive care unit (cvicu). It was reported that the patient was drowsy but awake and speaking. The nurse practitioner on call was notified that mean arterial pressure (map) was consistently 60. At the time, levophed was initiated to maintain map greater than 65. An arterial line and central line were placed at the bedside. The patient became more unresponsive with increasing pressor requirement. Arterial blood gas (abg) was done and relatively unremarkable other than elevated lactate. The family was reached and decided to keep the patient a full code. The patient was intubated and found to have profound acidemia with the inability to obtain blood pressure (bp) on 100mcg of levophed and 0.1 units of vasopressin. The lvad consistently had a flow of 0 and the decision was made to turn off life support. The patient expired on (B)(6) 2020 and heartmate ii lvas, was not returned for evaluation. The hmii lvas IFU lists stroke, bleeding, and hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate ii lvas IFU, document #(B)(4), rev. E, is currently available. This IFU lists stroke, bleeding, hemolysis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had recurrent nosebleeds and eliquis discontinued per otolaryngologist (ent). The left ventricular assist device (lvad) team was made aware. CT scan ordered and showed right occipital infarct with edema. Neurology consulted and patient admitted to cardiovascular intensive care unit (cvicu). Patient was drowsy but awake and speaking. The nurse practitioner on call was notified by bedside registered nurse (rn) that mean arterial pressure (map) was consistently 60. At this time, levophed was initiated to maintain map greater than 65. Arterial line and central line were placed at the bedside. The patient became more unresponsive with increasing pressor requirement. Arterial blood gas (abg) was done and relatively unremarkable other than elevated lactate. Family was reached and decided to keep the patient a full code. Patient was intubated and found to have profound acidemia with inability to obtain blood pressure (bp) on 100mcg of levophed and 0.1 units of vasopressin. The lvad consistently had a flow of 0. The family was updated and the decision was made to turn off life support. Time of death 0200 on (B)(6) 2020. This was all the information the account was willing to provide. The account will not be providing follow up information.